Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments/partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call about damage to the insulin pump. Customer reported that the insulin pump is alarming excessively. Customer's blood glucose at the time of the incident was 8.4 mmol/l. Customer reported that nothing is showing on the display screen and the alarm remains unresolved. Insulin pump is not expected to return for analysis.